Event description:
It was reported that an ilet pump would not charge on the pad, presenting a flashing green charger light despite correct placement and power cycling, and the user was advised to shut down the device and employ backup therapy while a replacement was arranged. No reported symptoms. Outcomes included continued diabetes management using backup therapy and ongoing continuous glucose monitor (cgm) use. Investigation included customer troubleshooting to verify charger connection and pad functionality and a logistics review for replacement and return. Investigation of this case revealed a suspected charging system malfunction consistent with a hardware battery or charging interface issue, with device data not transferred to the replacement as expected for standard startup. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction related to the charging system.